Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. As well, as that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose level was 284-286 mg/dl. The customer continued to use the pump for insulin therapy.